Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the provided image is consistent with the customer reported complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the portion of the universal seal that connects to the insufflation snapped off. The procedure was completed with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the insufflation decreased, but not rapidly. The issue did not lead to any intraoperative complications. The delay was less than 5 minutes. A new seal was acquired and placed on the cannula. Insufflation resumed to normal volume and the case proceeded.